Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in a broken needle was discovered. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse found that the root of the indwelling needle was broken during the puncture. The new product was replaced and used normally.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in a broken needle was discovered. There was no report of patient impact. The following information was provided by the initial reporter: on november 1, 2021, the nurse found that the root of the indwelling needle was broken during the puncture. The new product was replaced and used normally.